Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that while the patient was admitted to the hospital, bent cables were noted on the system controller which were highly indicative of a potential issue within the cable. The system controller was replaced and there were no alarms related to the damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cable of the system controller was confirmed via visual analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis with a kink in the black power cable. A log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2023 at 10:04:01 for a system controller exchange. There were no alarms active in the log file that would indicate an issue with the system controller. The returned system controller was functionally tested on a mock loop and operated the pump without any alarms or issues activating. The observed kink did not affect the controller¿s ability to operate as intended. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.